Event description:
It was reported patient lost therapy and ipg was found to be end of life. As such, surgical intervention was undertaken wherein the ipg was replaced and reportedly therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.